Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low and high blood glucose of 35mg/dl to 513mg/dl. The customer treated with pump. Customer indicated that their doctor has not been contacted and their blood glucose value was 513mg/dl at the time of the call. Troubleshooting was performed and found that the customer bolused but their blood glucose did not come down. Customer indicated that they will change the infusion set and site and then call back for further troubleshooting. No further assistance was necessary.